Event description:
A blood leak occurred immediately after start of hemodialysis treatment. The dialyzer was at the 21st reuse. The leak was observed visually and with leak detector. Blood loss volume is around 220cc, since the blood was not returned to the pt.